Event description:
It was reported while using bd vacutainer® serum plus blood collection tubes, (x) tube(s) contained fibrin. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 29-oct-2025. Investigation summary: bd received 100 samples and four photos for investigation. The photos depicted multiple tubes with their caps removed and provided close-up views of their stoppers. 29 retained samples were subjected to functional tests, which revealed that 10 of the 29 samples exhibited stopper issues. The customer samples were received after retain testing thus they were not subject to the same functional testing as retention samples. However, a visual inspection was done on the tubes that were already de-capped, and excess lubricant was found on some of the stoppers. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creepout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum plus blood collection tubes, (x) tube(s) contained fibrin. No adverse impact was reported regarding the patient or user.